Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Healthcare professional reported left side exchange "due to the patient's concern with the product." Healthcare professional later reported "implants were ruptured" and capsular contracture baker grade iii. Device has been explanted.